Event description:
Report received of an overdelivery of tpn. Four days a week, the pt receives tpn with a volume of 1320ml over 16 hours at a continuous rate of 82.5ml/hr with a one hour taper up and a two hour taper down. Twice a week the pt receives 1820ml of tpn with lipids over 16 hours at a continuous rate of 113ml/hr, a one hour taper up and two hour taper down. The pt initiated their daily infusion each evening and discontinued the following morning. On an unspecified day, the pt reported that their 16-hour infusion had completed in 141 hours. There was no audible alarm or display message from the pump. The pt did not experience any adverse effects. The IV access remained pt. No medical interventions were required. The customer replaced the pump. Though requested, there was no further info available.